Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.